Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. A serial readout was performed and sent to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump went blank during a procedure. The customer restarted the device several times and the display began to function again. There was no report of patient injury.

Manufacturer narrative:
A livanova representative replaced the touch screen and the processor board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.